Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found the machine enables to ventilate manually but not mechanically. The cpu(central processing unit) was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, unit gave message cpu internal error. There was no reported patient involvement.